Event description:
Additional information was received that the patient will not be re-implanted with vns after the infection clears.

Event description:
It was reported that the recently implanted vns patient developed an infection and the generator was subsequently explanted. The patient has not been re-implanted to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.